Event description:
It was reported that a person using the ilet experienced prolonged hyperglycemia, with glucose rising to 395 mg/dl, following a supply change and suspected interruption of insulin delivery; during troubleshooting, the agent guided a tubing fill and observed that 51.4 units were required before drops appeared, after which connections were confirmed and the user noted an insulin odor upon disconnecting the luer connector. Symptoms included elevated glucose. Outcomes included the need for troubleshooting and education without hospitalization. Investigation included remote technical support and user-guided tubing priming and reconnection steps. Investigation of this case revealed an unclear cause of hyperglycemia with evidence consistent with inadequate insulin flow prior to achieving drops. It was concluded that the event involved hyperglycemia of unclear cause with suspected delivery interruption resolved after proper tubing fill and reconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.